Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2006. It was reported that she was without stimulation. The pt, who is a caregiver, had reportedly been exposed to electromagnetic interference as a result of an MRI procedure her client had recently undergone. A subsequent diagnostic test revealed invalid impedance readings for all lead contacts. Attempts to recapture effective stimulation for the pt via reprogramming proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2011, to resolve this matter. At that time, the pt's lead was replaced. Her ipg was said to be functioning as designed and remains implanted. No further issues were reported.